Event description:
Customer reported potential false negative urine hcg result with the henry schein one step+ hcg urine strip test vs. Ultrasound. A (B)(6) female pt was tested using the henry schein one step + hcg urine strip test and reported a negative result. The pt was determined to be 20 weeks pregnant at the time of the test. Customer reported that no serum quantitative test was performed.

Manufacturer narrative:
Lot number(s): hcg1070235. Expiration date(s): 07/01/2013. Control lot: 25miu/ml hcg urine control lot: hcg11009-02, 100miu/ml hcg urine control lot: hcg120223-01, 207iu/ml hcg urine control lot: hcg120306-01. Summary of results: the retention strips meet qc specification. Details as below: correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine control. (N=5). Correct positive results were observed at 3 minute read time when tested with 100miu/ml hcg urine control. Clearly positive results were observed at 3 minute read time when tested with 207iu/ml hcg urine control. (N=5). Conclusion: from retain testing with in-house controls, the client¿s result was not replicated and the product performed as expected meeting qc specs. Verified the product number, product description, lot number and batch record; no abnormal results were found. For testing on returned product. Customer¿s observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain and return products. Results met qc specification. No false negative was observed. Mfg batch record review did not observe failure. Root cause could not be determined from the info provided by the customer. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established. As of (B)(4) 2012, (B)(4) cases have been reported for false negative on this lot.